Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing. 75 noise reversion episodes were detected. Pacing inhibition was noted. No intervention was performed. The patient's condition is unknown.